Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, and after trying a different charging cable, issue was resolved with non-tandem cable while tandem technical support advised against ongoing use of third-party supplies and arranged replacement charging supplies, after which pump began charging and no further assistance was required.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.